Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A capsulectomy was performed during replacement surgery. MRI revealed rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional later reported "hole, non-specific" and capsular contracture, baker grade ii/iii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". Record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening, assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Calcification: observed white particles calcification-like in device outer surface. As per the investigation procedure creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. Later, healthcare professional reported capsular contracture, baker grade ii/iii. The device has been explanted.